Event description:
On (B)(6) 2010, a (B)(6) old female pt was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left forearm from a previous graft in the brachial artery to the brachial vein. It was reported to gore that 13 days post implant date, the pt presented with thrombosis and a declot procedure was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.